Event description:
Reporter stated that a comparison between their surestep meter and a hcp meter was 106 mg/dl (ss) and 163 mg/dl (hcp) respectively. No symptoms were reported. There was no allegation of harm.